Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 9am when she reportedly obtained a reading of 417mg/dl using the subject device compared to a reading of 350mg/dl using another device (brand unknown), both readings within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results falls within lifescan¿s criteria for accuracy. In a related complaint the patient alleged that the reading of 417mg/dl felt inaccurately high compared to her feelings and/or normal results. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly undertook some exercise after the alleged meter issue began, which she has done over the last 60 years. The patient reportedly experienced symptoms of nausea approximately 1 hour after the alleged issue began, and reportedly received hcp treatment of food and/or drink at approximately 10am on (B)(6) 2015. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, an approved sample site was used, the test strips were not expired and the patient¿s testing technique was correct. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly received hcp treatment for a severe blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.